Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 136 mg/dl, 143 mg/dl, 146 mg/dl, 146 mg/dl and an undosed 25 mg/dl result when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.